Event description:
Customer reportedly obtained results of 479mg/dl, 175 mg/dl, and 141 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.